Event description:
It was reported that the patient was seen in the clinic on (B)(6) 2021. The patient needs a modular cable change but his driveline is retracted into his abdomen and doesn't have an outer coating at all. When self test was performed, not all of the audible alarms went off either. When controller change was attempted, the red button was unable to be pressed down since it was stuck. The best course of action is to exchange both the modular cable and the controller as both items appear to be needing exchanging due to wear. As a last resort, use something metal and blunt to push on the red connector to get extra leverage.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
Related manufacturer reference number: (B)(4). The patient was admitted for diuresis and modular cable and controller were both changed. The patient was stable.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the driveline being retracted into the patient's abdomen and missing the outer silicone layer could not be confirmed through this evaluation as no photos were submitted for review. A specific cause for the reported event could not be conclusively determined through this evaluation. The account reported that the patient¿s driveline was retracted into their abdomen and that the driveline did not have an outer coating. No products were returned for evaluation. The patient remained ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further reported issues until they expired on 28dec2021 (MFR#: 2916596-2021-07866). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 5 ¿surgical procedures¿ cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 ¿patient care and management¿ cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten.¿ section 6 also instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and to counsel patients to inform their hospital contact immediately if they find signs of driveline damage. Section 7 ¿alarms and troubleshooting¿ provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 8 ¿equipment storage and care¿ states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." The heartmate 3 lvas patient handbook is also currently available. Section 4 "living with the heartmate iii" (under "caring for the driveline") contains information regarding how to clean and care for the driveline. This section instructs the user: "check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged)." And "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." In addition, section 5 "alarms and troubleshooting" contains a sub-section entitled "what not to do: driveline and cables", which explicitly cautions the user not to twist, kink, or sharply bend the driveline. No further information was provided. The manufacturer is closing the file on this event.